Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tonsillectomy procedure and suture was used. The suture was used on the soft palate and the needle broke off and fell into the patient. The pieces of the needle were found and retrieved by cutting away additional tissue and retrieved with a needle holder. The procedure was completed with a like device. The current condition of the patient is reported as good condition.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: how was the broken needle retrieved from the patient? -it was retrieved by cutting away additional tissue and retrieved with a needle holder. Was the procedure completed successfully? Yes. Was there any adverse consequence associated with the patient? - pt received additional anesthetics. Name of the procedure? Tonsillectomy and adenoidectomy. Tissue on which used? Soft palate. Lot number unknown. What is the patient¿s current health status and condition? Health status is good/ condition is good. Device return status? - in route to facility.